Event description:
Event description boston scientific received info that the pt with this right ventricular lead and competitor's pacemaker passed away. The cause of the pts death was suspected to be due to a lead fracture. Upon review of the daily measurements, loss of capture, no sensing, and no pacing was observed. An x-ray revealed a lead fracture near the connection with the device.

Manufacturer narrative:
Not returned. Event conclusion as of today, the lead and device remain with the pt. If the lead is removed and returned for analysis, an amended report will be filed at that time. In addition, if the serial number becomes available, an amended report will be filed at that time.